Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl. The customer expressed no symptoms related to her high blood glucose. The customer treated the high blood glucose with manual injections and insulin pump therapy after changing the infusion set. While troubleshooting, the customer confirmed that the drive support cap appeared normal and declined to check the presence of leaks or air bubbles. The customer further stated that she had received the no delivery alarm due to a kink in the tubing of the infusion set as well as an auto off notification two weeks prior. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The insulin pump passed the self test. The customer was advised that replacement supplies would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.